Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a liberte sds with stent. The balloon was tightly folded with the stent secured on the balloon. Microscopic examination revealed that majority of the stent was damaged with flared and bent struts. Microscopic examination and tactile inspection presented no damage or irregularities in the shafts of the device. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. Microscopic examination presented no damage or irregularities to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-feb-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex (lcx) artery. A 3.50mm x 20mm liberté¿ stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.